Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported a patient underwent placement of the trapease vena cava filter. The information received indicated that the filter subsequently malfunctioned and caused perforation of the vena cava. The patient reported becoming aware of the event approximately four years and nine months post implant. The patient also reported anxiety related to the filter. According to the medical record the patient had a history of chronic alcohol abuse, bilateral hip replacement, and presented to the hospital in extremis with profound anemia related to a gastro-intestinal (gi) bleed. The indication for the filter placement was deep vein thrombosis (dvt), pulmonary embolism (pe) and recent gi bleed. The filter was placed via the right common femoral vein and deployed without complication. The patient tolerated procedure well, was transferred to recovery room in stable condition, suffering no apparent procedural complications. Additional medical records were received which state that along with the previously reported history, the patient also had a history of asthma, heroin use, gastric ulcer, hypertension, osteoarthritis, left and right hip resurfacing, right hip replacement and subsequent revision, and chronic lower extremity edema. The patient was hospitalized approximately eight years and three months post implant for back pain. A computed tomography (CT) scan performed at the time noted the filter is in good position without strut extravasation. The patient indicated that the filter was successfully, percutaneously removed approximately eight years and five months after the index procedure. Accessing both the right common femoral vein and right internal jugular vein, the filter was removed after being released from the wall of the ivc without incident. Post removal digital subtraction venogram showed patency of the inferior vena cava (ivc) with no extravasation. The patient remained hemodynamically stable, hemostasis was obtained, and the patient was transferred to the recovery area in stable condition. The patient was discharged to home later that day. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Prior to filter removal a CT scan report noted no extravasation of the ivc, and the filter was successfully removed with no complications. As such, the reported filter perforation could not be confirmed or further clarified. Due to the nature of the complaint the attributing factors for the back pain cannot be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues including medical history. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. A3.&nbsp; &nbsp; the patient is male.

Event description:
Additional medical records were received which state that along with the previously reported history, the patient also had a history of asthma, heroin use, gastric ulcer, hypertension, osteoarthritis, left and right hip resurfacing, right hip replacement and subsequent revision, and chronic lower extremity edema. The patient was hospitalized approximately eight years and three months post implant for back pain. A computed tomography (CT) scan performed at the time noted small abdominal aortic aneurysm, and bilateral iliac artery aneurysms, that did not warrant intervention. Accessing both the right common femoral vein and right internal jugular vein, the filter was removed after being released from the wall of the ivc without incident. Post removal digital subtraction venogram showed patency of the inferior vena cava (ivc) with no extravasation. The patient remained hemodynamically stable, hemostasis was obtained, and the patient was transferred to the recovery area in stable condition. The patient was discharged to home later that day. An amended patient profile form (ppf) states that the patient became aware of perforation of filter strut(s) outside the inferior vena cava (ivc) approximately four years and nine months after the index procedure. The patient indicated that the filter was successfully, percutaneously removed approximately eight years and five months after the index procedure.

Manufacturer narrative:
Additional information was received and the lot number was provided. There sections were updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information provided on the patient profile form (ppf) indicated that there is perforation of the filter struts outside the inferior vena cava (ivc) and the patient requires frequent monitoring. The patient is also reported to live with daily fear that the filter may malfunction. Information provided in the medical records indicated that the patient had a history of chronic alcohol abuse, bilateral hip replacement, and presented to the hospital in extremis with profound anemia related to a gastro-intestinal (gi) bleed. The indication for the filter placement was deep vein thrombosis (dvt), pulmonary embolism (pe) and recent gi bleed. The filter was placed via the right common femoral vein deployed without complication. The patient tolerated procedure well, was transferred to recovery room in stable condition, suffering no apparent procedural complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.